Manufacturer narrative:
The t:slim g4 pump user guide states: during the fill tubing process, insulin delivery is stopped and must be resumed upon completion. If you select fill tubing from the load menu but do not complete the process within 3 minutes, the fill tubing alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the tube filling process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 120 units of insulin. Additionally, the customer reported receiving an incomplete fill tubing alert after initiating the change cartridge process. Tandem technical support educated the customer about the reason why the alert occurred. The customer acknowledged. The customer added additional insulin to the cartridge, and completed the fill tubing step and the load process successfully. The customer reported blood glucose (bg) level was 308 mg/dl, which was addressed with a correction bolus. Tandem technical support offered to follow-up with the customer to ensure bg level returned to target range; however, the customer declined.